Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However corroded keypad traces noted. No button error alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump fell off the counter and the display cracked. Additionally, a button on the insulin pump became stuck and would not stop scrolling. Her blood glucose was 243 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. When the keypad issue occurred, the customer was at the gym. Nothing further was reported.